Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a little sore from under the sensor. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the skin irritation. Follow up indicated that the skin irritation improved.